Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the bronchovideoscope's forceps channel port was loose. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event occurred because the user applied physical stress to biopsy channel port, such as twisting, pulling, etc. The event can be detected by following the instructions for use which state: "operation manual_ preparation and inspection_ inspection of the endoscope: inspect the control section for any irregularities such as excessive scratching, deformation, and loose parts." Olympus will continue to monitor field performance for this device.